Event description:
It was reported that during a ptca treatment procedure involving a calcified lesion in an unspecified coronary artery, the maverick otw balloon would not inflate. A merit inflation device was also used in this case, but the types and sizes of introducer sheath, guidewire and guide catheter used are unknown. No pt injuries were reported.